Event description:
It was reported that the right ventricular (rv) lead impedance started rising and has slowly and steadily increased. It was also noted that there was an alert for high rv pace/sense impedance. Therefore, the rv pacing impedance was programmed off. The rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.